Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. H3, h6: no parts were returned for product analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that there was an inferior skive on the right l4, that the surgeon attributed to the patient's anatomy. The skive length was estimated to be less than 3.5 mm. The surgeon skipped l4 and proceeded with the case. The procedure was a l3-l5 open fusion, using a k-wire. CT-fluoro imaging was utilized. The surgeon reported no revisions or additional procedures will need to be conducted due to the skive. The physician's assistant was operating at time of skive, and was standing on the patient's right side. The manufacturer representative performed 10 point check in the hallway after the procedure was completed, reported system passed, no issues detected. There was a 15 minute surgical delay. There was no impact to the patient outcome.